Event description:
Information received suggests patient underwent revision hip arthroplasty due to osteolysis and loosening of the cup. Review of radiographs and invoice history revealed that patient underwent a prior hip revision procedure on (B)(6) 2009. Subsequently, patient was revised again on (B)(6) 2009. No further details have been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". This report submitted (B)(6) 2010.